Event description:
It was reported that patient experienced issues with battery rapidly depleting. There was no reported impact to the customer¿s blood glucose level. Customer support scheduled follow-up call with patient to clarify cloud issue and assist with problems, and no additional information was received regarding further actions or outcome of event.